Manufacturer narrative:
Patient information was unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The representative re-seated the universal serial bus (usb) cable for the touch screen in the back of the monitor and the computer/pc over ip (pcoip) client on both carts. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported that pre-operatively, the system restarted on its own. The system was also selecting video recording by itself and moving by itself to different steps in the procedure. The site had to verify the instruments twice and the system seemed to be working but the site was unsure on the steps to resolve the issue. There was no delay to the procedure; the issue happened during exposure. It was later reported that the site used the touch screen mostly. The system powered itself down twice and had the same issue each time, and at that point the site needed to be prepared for instrumentation. The system started recording automatically without touching anything. It was not as persistent toward the end of the case.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.